Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: main body scratches (lens), scope mount corrosion and free lock lever corrosion. The information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited main body scratches (lens), scope mount corrosion and free lock lever corrosion. There was no patient involvement.